Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (582 mg/dl). The pump supplies were changed, a bolus via the pump was delivered and insulin injections were used to address the bg level. The cause of the high bg was not known. As the events had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.